Event description:
The customer reported the system intermittently failed to produce fluoroscopy. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The voltages were verified and the circuit boards reseated. The system was then found to be operating as intended.